Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. The customer reported a flashing or solid white screen. The customer confirmed that the screen was not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1782k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Patient returned pump for an alleged flashing white display observed on (B)(6) 2024. Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display anomaly. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay at select button and fading serial number label. Flashing white display anomaly was confirmed during analysis due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.